Event description:
The hosp reported that during preparation for a coronary artery bypass grafts surgery, three heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a fourth seal but the heartstring seal didn't unravel completely during removal process. The surgeon used one repair stitch to correct the torn suture. No other pt complications were reproted by the hosp. This report is for the fourth seal that did not unravel completely and a repair stitch was used to correct the torn suture.